Event description:
Healthcare professional reported, a right side rupture. Per MRI, against another manufacturers device. Device has been explanted.

Event description:
Healthcare professional reported a right side rupture per MRI. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported a right side rupture per MRI. Device remains implanted.